Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an infusor had no flow during patient use. The device was filled with a solution of fluorouracil and saline. There was patient involvement, however there was no report of adverse event in association with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Baxter received one sample for evaluation. Visual examination of the device showed no signs of blockage that could have caused the reported condition. Flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the reservoir. As the reported condition could not be duplicated, no cause could not be identified. No other observations were noted on the unit. If additional relevant information becomes available, a follow up report will be submitted.